Event description:
The customer reported being hospitalized due to high blood glucose over 600mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. The time and date were incorrect and the bolus wizard settings were unknown. Reviewed the alarm history and found a motor error alarm. Further testing was declined and the customer requested a replacement. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The motor was tested outside the device and passed. After testing it was concluded that the device operated within specifications.